Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4),

Event description:
Information was received from a trial patient and it was reported that the patient felt that her leads had migrated during evaluation.